Event description:
The device was returned to the MFR for repair. During the repair, it was reported that the handpiece exceeded maximum temperature during testing. There were no adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received at the MFR for svc and eval. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause was problems with lack of lubrication on the rotor bearings. The blade mount and front housing were replaced.